Manufacturer narrative:
Concomitant medical products: 02-010-01-0240 - logic femoral ps cem left sz 4, sn: (B)(4), 02-012-45-4030 - lgc tibial fit tray cem sz 4f / 3t, sn: (B)(4), 200-02-38 - three peg patella 38mm, sn: (B)(4), 204-34-02 - fluted stem extension 25l x 14 mm, sn: (B)(4), 204-70-00 - tibial stem ext. Screw, sn: (B)(4).

Event description:
It was reported that a 77 yo male patient, 198 pds, initially implanted on the left knee on september 24, 2015, presented to the dr¿s office with the complaint of pain and instability. Patient presented with instability of the left knee due to hip issues on the left side. The surgeon revised the femur and insert to a cc, a size 4 constrained femur with 2 degree offset with 20x120 stem. Size 4/9mm constrained liner, approximately 6 years 10 months post the initial implant procedure. The patient was last known to be in stable condition following the event. The devices are available for return. Based on review of all available information, there is no evidence to suggest that the reported event is related to any design or manufacturing issues. The cause of the subsequent revision cannot be conclusively determined; however, it is most likely related to the patient¿s underlying condition.

Manufacturer narrative:
H7: z-0021-2022.